Event description:
It was reported that the new doors installed in the pump module is causing air-in-line alarms. The door appears not to have a tube keeper that pushes the tubing into the air-in-line sensor. There was no reported patient involvement. It was then reported the reason for the reported issue was that the part tc10012675 was installed in an "m1 pump". Service department reported that they have the equipment and waiting for the correct part (B)(4). To be installed on the device.

Manufacturer narrative:
Omit : c20 - no findings available additional information : if other specify, imdrf annex a, b, c, g codes. H3 other text : customer provided sample photo only. No device was returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the new doors installed in the pump module is causing air-in-line alarms. The door appears not to have a tube keeper that pushes the tubing into the air-in-line sensor. There was no reported patient involvement. It was then reported the reason for the reported issue was that the part tc10012675 was installed in an "m1 pump". Service department reported that they have the equipment and waiting for the correct part p/n (B)(4), to be installed on the device.